Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap or cartridge cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 12/10/2014 with the following findings: the returned battery cap was unable to secure to the returned pump or a test pump per the instructions for use (IFU): the reported issue was duplicated. The threads of the returned battery cap were observed to be stripped; this device failure directly caused the reported issue. A test battery cap was used during the investigation due to the condition of the returned battery cap. The pump case was observed to be free of damage. Unrelated to the reported issue, the display screen visual was observed to be discolored due to an unidentified display failure.